Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacture representative (rep) regarding a generator and a handpiece. It was reported that during a breast mastectomy procedure on (B)(6) and axillary lymph node dissection a surgical gauze spontaneously caught fire. The peak plasmablade was being used but the peak plasmablade never came in contact with the gauze. The gauze was not in the surgical pocket, but was situated on the patient¿s sterile drape, in close proximity to the site. The gauze was quickly tossed to the ground and stomped and no one was harmed. The surgery continued without incident with the same peak plasmablade. The nurse mentioned they had used a different skin antiseptic (povidone-iodine solution usp 10%, manufacture (B)(4)) for the patient and she recalled some of the iodine solution falling onto the patient return electrode, they were not sure if that might have played a factor in the situation. The aex generator was used again for the next surgical breast case without incident. The rep noted they had reached out to the doctor who was performing the operation for her details of the incident, but they did not get a reply. It was also asked to send the generator to the hospital biomed department for inspection and verification of the generator¿s output energy. The patient was listed as alive with no injury at the time of the report. Additional information was received from a health care professional (hcp) via manufacture representative (rep). It was reported that the cause was likely determined. It was noted that neither the peak plasma blade or the aex generator was the result, it was a combination of several factors that caused the fire, primarily due to iodine not being dry. The surgeon was cauterizing a bleed with a forceps, the surgical resident placed the peak plasmablde tip on the end of the forceps to cauterize the bleed. The gauze was laying on the sterile drape, directly under the gauze and the drape was a small pool of iodine that did not dry (alcohol pooling). The surgeon was slightly leaning on the gauze and patient white in physical contact with the resident, the forceps and activated the peak plasmablade, this link created a perfect circuit of conductive energy. It was noted with likely pure oxygen in the area, plus the pool of iodine (iodine air particles or iodine moisture) near the dry gauze and conductive electrical energy passing through the forcep, hands, bodies, and leaning on the gauze caused the gauze to ignite. The rep noted the incident that occurred was known as a ¿fire triangle¿, a combination of fuel source (pooling of iodine-alcohol base) plus oxidizing substance (oxygen) plus heat source (conductive energy). It was noted that no spark was seen or noted by any of the hcps in the operating room. It was noted the information was confirmed by the account/physician. Additional information was received from a rep that reported the biomed confirmed the aex generator passed all verification tests.